Event description:
Additional information was received from the physician's office on 12/28/2011 where it was stated that the increase in seizure activity was not above pre-vns implant levels. The patient was having seizures daily at the time that were not precipitated by any programming/medication changes or other external factors. No interventions were taken to address the seizures and no cause for the seizures was provided. The patient has complex partial seizures with staring. The patient is now doing better with an improvement in memory and cognitive function.

Event description:
It was reported via seizure log that a patient experienced several seizures in (B)(6) and were higher than previous months. The relationship to baseline levels was unclear. The physician made adjustments to the patient's vns device as well as his AED regime however the specific details surrounding these adjustments was not provided. Good faith attempts to obtain additional information have been unsuccessful to date.